Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of patient's right knee after the patient complained of pain. The surgeon performed a debridement and exchanged the poly insert with the exact same category number as the explant.